Event description:
It was reported that a user shut down the ilet and removed the pump after a newly placed cgm sensor failed to scan or connect, with a blood glucose of 347 mg/dl then administered an external subcutaneous insulin injection and later reactivated the ilet with assistance; near field communication (nfc) was enabled, the sensor was successfully scanned, and the system resumed operation with glucose trending into range. Customer care provided support that included remote troubleshooting, device restart, phone restart, nfc setting verification, and sensor rescan with confirmation of successful pairing. Investigation of this case revealed a connectivity and pairing issue between the phone and sensor that was resolved by enabling nfc and rescanning, with no device alarms reported and no new sensor started. Symptoms included polydipsia and sweating consistent with concern for hyperglycemia and possible diabetic ketoacidosis (dka), although not confirmed. Outcomes included resolution of hyperglycemia after sensor reconnection and pump use. It was concluded, based on previously established findings for similar reports, that the cause was user handling and configuration related to nfc settings leading to initial failure to connect the sensor.